Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 8-10x daily and manages her diabetes with humalog insulin through pump therapy. The alleged issue began in the afternoon about a week prior to contacting lfs. The patient reported a blood glucose result of "144 mg/dl" with the subject meter. The patient denied making changes to her usual dose of medications; however, stated she was working hard in her yard and it was a humid day. About an hour after testing, the patient's daughter found her incoherent, disoriented and her speech "didn't sound right." Emergency medical services (ems) was contacted and the patient obtained a blood glucose result of "25 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment. The patient also drank juice and ate a protein bar. The patient confirmed she felt better shortly after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result of "25 mg/dl" with the ems meter and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on october 9, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.